Manufacturer narrative:
It was reported that the reported issue was confirmed. The root cause of the reported issue is a failed processor circuit card. The device was evaluated upon receipt. When the device was turned on, red screen appeared. Processor circuit card was defective. Conducted swap test, and the device turned on normally. Replaced processor circuit card. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a red screen appeared when the arctic sun device was turned on. Per follow up information received via email on 05aug2024, repaired the device on the customer site. A red screen appeared when the equipment was turned on. They replaced a processor circuit card. The device worked normally.